Manufacturer narrative:
Clinical code: e2402 captures tetanus. Impact codes: f15. Investigation conclusions code: d1103. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. [Invest. Conclusions code]: the event of abscess is a known potential adverse event addressed in the product labeling. The events of tetanus, deemed not device related and sepsis are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® volux¿ xc and one syringe of juvéderm® voluma¿ xc with a cannula on both sides of the jaw. During the injection, the patient had to leave "about 4 times" to take their grandchildren to the restroom. It was unknown if the proper self-sanitizing was done by the patient prior to leaving restroom. The injector noted they properly sanitized the injection area each time patient returned with alcohol. About a week following the injection, patient traveled abroad. About half a week later, patient would have "swelling" and "pus build up along the jawline on both sides" noted to be "oozing" with "pain, tightness, and a skin rash" in the jawline area with a "stiff jaw". The patient went to a hospital and was treated with IV antibiotics and was treated for tetanus. Patient was "lanced and drained" in-between various hospital visits and cultures returned negative. It was noted by the injector that about two weeks after the injection, the patient was "septic". Patient would continue to have "difficulty moving the jaw". It was noted by the injector that the patient was ultimately "on the mend", but events are ongoing. Patient reported they experience "swelling, pain, and oozing from the injection site." The patient was treated with a "wick drain." Cultures were administered which returned negative. Patient continues to have difficulty moving the jaw. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00242 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Event description:
Additional details received noting the patient is still having "off and on" granulomas in the right side jawline. No biopsy results were provided.